Event description:
Hcp reported the removal of an infected baclofen pump which was returned to the manufacturer "for proper waste disposal only". A follow up report will be sent when additional info is available.